Event description:
Pt implanted with 3.5 periarticular proximal humerus plate was returned to the operating room seven months post operatively for revision orif proximal humerus. The plate broke at the head/neck and 2 of the 3.5 locking screws backed out of the plate. All broken pieces were removed. This is the second of three reports of this event.

Manufacturer narrative:
Info was not provided during initial report. Additional info has been requested. MFR cannot be determined without a part number. MFR date and 510k/PMA cannot be determined without a part number and lot number. Investigation could not be completed. No conclusion could be drawn as no device was returned and no lot number was provided.